Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing. The tubing sets were being used to deliver unspecified volumes of normal saline, at a rate of 999ml/hr, via plum pumps during cryoballoon ablation procedures. The customer contact reported that the solutions were being used to flush the patients' catheters to prevent clotting in the patient's atrium during the procedures. It was reported that after 10-30 minutes after the deliveries were started, unspecified volumes of "champagne bubbles" were noted in the tubing distal to the cassette of the tubing sets. No air was delivered to the patients. It was reported that the tubing sets were replaced and the procedures resumed. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.